Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated by either a programmer and there was no telemetry with the remote monitor. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Off-site hybrid analysis confirmed the no telemetry failure. The device had a high current drain of approximately 890ua which depleted the battery to 0.40v. Additional electrical analysis revealed a short in the capacitor component. If information is provided in the future, a supplemental report will be issued.